Event description:
It was reported, the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the thermostat terminals had broken, resulting in a spark which had compromised our double-insulated design, causing a 1/4" diameter hole in the fabric foundation. Excessive force must be placed directly on the thermostat to cause this failure. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Although, warning labels and instruction booklets warn against sitting or lying on the product, we have a corrective action project (B)(4) underway to make the design more robust.